Manufacturer narrative:
(B)(4). D10: 650-1058 cer bioloxd option hd 40 mm, lot 3239440. 11-300821 arcos 21 x 150 mm spl tpr dist, lot 66031332. 11-301333 arcos con sz c hi 70 mm, lot 66269849. Unknown screw, lot unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an orthopedic procedure on the right hip, attempts to disassociate the head from the cone body resulted in the taper sleeve becoming fused with the neck and unable to be removed; subsequent attempts to disassociate the cone body and stem led to the screw stripping, and new components were required. During intra-operative disassembly, removal of the taper sleeve was attempted using a vice grip and slap hammer but was unsuccessful. The surgeon then attempted to separate the cone body from the stem, during which the screw stripped, preventing disassociation. The procedure proceeded using a new/different cone body and stem. Due diligence is in progress for this complaint; to date no additional information or product has been received.